Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited high/varying coil impedances and an apparent fracture. It was suspected that this was caused by the lead rubbing against a previously capped rv lead. The lead was explanted and replaced. During the replacement procedure, the atrial lead was damaged and was explanted and replaced. A left ventricular (lv) lead was attempted, but dislodged after the catheter was slit. The lead was not used and another lead was implanted. Shortly after the procedure, the patient developed significant pericardial effusion. The pericardial sac was drained, and a pericardial window procedure was done. The patient was in stable condition following the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The defib conductor was fractured and distorted. The outer tubing overlay was melted and exhibited cosmetic environmental stress cracking. The outer insulation was torn, and a white substance was found on the exposed defib coil. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut and exhibited a cosmetic depression. The lead exhibited apparent explant damage. (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed).